Manufacturer narrative:
Steris distributor service representatives inspected surgical lighting systems in the user facility's operating rooms and retightened or reinstalled screws as needed. The cause of the event is not properly following the preventive maintenance schedule for this surging lighting system. The preventative maintenance check list ("pmcl") on pp. 6-6 states "check that all covers are present and securely attached." The pmcl is to be performed minimally twice per year. The surgical lighting system is maintained by the user facility's biomedical department; the service representative performed in-service training on proper preventive maintenance procedures with the user facility on (B)(4) 2011.

Event description:
The user facility reported that during a procedure, a screw from a surgical light cover fell into the abdomen of the patient. A doctor retrieved the screw, irrigated the area and the procedure was completed successfully without further incident. No injuries were reported to hospital staff or patient. The user facility's biomedical department reinstalled the screw after the event.